Event description:
It was reported that the procedure to treat a mid superficial femoral artery. A whisper guide wire was advanced past the lesion into the popliteal artery and an unknown balloon catheter was inflated in the lesion. The catheter was removed and a second unknown balloon catheter was advanced to the lesion; however, when attempting to re-position the guide wire, the tip did not move. The devices were removed and the tip of the guide wire had separated and remained in the patient. The separated tip was removed from the anatomy with a snare device. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.